Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Surgeon was closing the patient's skin and noted that the tip of the suture he was using was gone/ snapped off. The team looked for it - undo the facia closure, searched on the swabs and drape and x-ray done but to no avail. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What instruments were used to grasp the needle? Where was the needle grasped during use? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.